Manufacturer narrative:
D6(a): unknown date approximately 10 years ago. D10: 320-38-00 - equinoxe reverse 38mm humeral liner +0: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, 320-01-38 - equinoxe reverse 38mm glenosphere: sn# (B)(6), 320-15-05 - eq rev locking screw: sn# (B)(6), 320-20-00 - eq reverse torque defining screw kit: sn# (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: sn# (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: sn# (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: sn# (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: sn# (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit: sn# (B)(6), 315-35-00 - glnd kwire: sn# (B)(6), 315-35-00 - glnd kwire: sn# (B)(6). H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-02840, 1038671-2025-02841. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced pain. Imaging revealed a broken screw in the glenoid and what appeared to be loosening around the implant, both glenoid and humerus. As a result, approximately ten years post-surgery, the patient underwent a revision. The stem was well fixed, stable and remains implanted. Metallosis was reported within the joint. Intraoperative cultures were negative for infection. The patient reported to anesthesia that at some point in the past, they had a fall. It is unknown when the fall occurred. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.